Event description:
It is reported that during surgery on an unknown date, that a vertebral body spreader will not hold. This malfunction occurred during surgery. No further information is available at this time. This is report 1 of 1 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Corrected returned to manufacturer date from (B)(4) 2012 to (B)(4) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was returned because the vertebral body spreader will not hold. The product was received at service and repair who conducted a visual evaluation and determined that device could not be repaired. A warranty replacement was sent to the customer. The device history record review shows that there were a total of 4 lots made with this lot # and although the trigger hardness protocol was not filled in on some we believe this to be a gmp issue which would not have been valid at the time of manufacture. However the process hardening was signed for on all routers. The device is nearly 8 years old. There is no further information available on this event. If any other information is received this will be reported via a supplement. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.